Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. The electrodes appear intact. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bi polar cable was plugged into the cautery machine and to the vaso-view and no cautery action occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bi polar cable was plugged into the cautery machine and to the vaso-view and no cautery action occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects.